Event description:
It was reported that the lead had low impedance and the thresholds had steadily risen over time. Recently the lead had intermittent loss of capture despite increased outputs and a lead warning was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID adsr06 implantable pulse generator (ipg), implanted: (B)(6) 2010. (B)(4).